Event description:
The lay user/pt contacted lifescan alleging the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Event description:
In 2009, baxter was notified of a complaint from a customer reporting that their transfer set came apart ten days prior. The white plastic piece separated from the tubing. The problem was noted during use on a patient and medical intervention was required to avoid patient injury. The patient was traveling in the united states when the problem occurred. The patient rinsed the transfer set parts in tap water and put the transfer set back together. The patient reported this to the hospital the following day. The transfer set was changed and the patient received antibiotics (unknown type and dosage). Then however on the day of report, the patient had peritonitis. The nurse mentioned that eight days prior to report, the patient was having symptoms of vomiting, diarrhea and was unwell. Cultures were performed and the organisms that were found in the cultures were those that are commonly found in the nose (coagulase negative staphylococcus epidermidis). The patient was diagnosed with peritonitis and was treated with antibiotics. The patient was placed on cepazol 2 grams daily and ciprofloxacin 500 milligrams for 4 days. The patient stated to the nurse that she is in fact getting better.

Manufacturer narrative:
Evaluation results: received 1 used set from the customer. The set was visually inspected, and it was noted that the silicone tubing and bushing was not assembled to patient's adapter within specification limits. No other visual defects were noted. The complaint was confirmed.

Event description:
A customer contacted baxter's technical service center regarding program information on the patient's homechoice (hc) machine during an unknown step. The home patient (hp) was in the hospital and wanted the programming information. The technical service representative reviewed the records and there was no program information. The technical service representative advised home patient to contact the peritoneal dialysis (pd) nurse or the doctor to obtain the program information. Per initial report, baxter's technical service center assisted the customer in evaluating and resolving the alarm during the initial contact. The hc machine is operational. Product surveillance contacted the pd nurse who reported that the patient was in the hospital because he had peritonitis. The nurses stated that the patient did receive the programming information that he was requesting. The writer was unable to gather any other information from the nurse as the nurse was reluctant to answer any questions. The writer informed the nurse that someone would be calling back to obtain additional information regarding the peritonitis. The following information was received from global pharmacovigilance (gpv) 5/11/2010: in (B)(6)2010, the patient was hospitalized for 2 days for peritonitis. While hospitalized, a peritoneal dialysis (pd) effluent culture was performed. Culture results revealed no growth and a wbc revealed "low 100's" for a white cell count. A gram stain revealed no growth. The patient was treated with unspecified antibiotics for 2 weeks. The event of peritonitis was considered resolved in (B)(6)2010. The patient remained on pd4 ambuflex and pd4 ultra bag. The event of peritonitis was not related to the homechoice machine or dianeal solution. There were no allegation against any of baxter's products related to this case of peritonitis.

Manufacturer narrative:
(B) (4). Additional information: tier 1 corrective and preventative action (CAPA) (B) (4) investigation has been initiated for this issue.

Manufacturer narrative:
The sample has been requested for evaluation. When the sample is received and evaluated, a follow up report will be submitted.